Manufacturer narrative:
H.6. Investigation summary. The investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the waste leak found under the wet cart was due to the waste line tubing that detached from the aspirator pump. The tubing overtime can become loose and worn from normal use. The fse (field service engineer) confirmed the issue and replaced the old tubing and secured it to the pump using tie-straps. He continued to inspect the fluidic lines and tightened all barb fittings on the fluidic manifold. After performing a calibration, running tests and a fluidic startup on the entire system the fse found no leaks and was running as expected. Although the leak was waste and potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. After the repairs, the instrument was rebooted, tested and functioning as expected. The safety risk is limited because there was little impact to customer health or safety.

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter: leak from under the wet cart. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Fluid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) N. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) n. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) unknown. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) unknown. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) Unknown. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.). Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." N. 8. Which part of the body was in contact to the fluid? (Please describe then go to question #9) n/a. 9. What personal protective equipment (ppe) was being worn? (Please describe then go to question #10) n/a. 10. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11) n. 11. Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.) N. 12. What is the current medical status? (Please describe. No further questions required.) N. Additionally, on 2020-7-22 the fse provided the following additional information: ¿ was the leak contained within the instrument? No. ¿ was the leak in a customer accessible location? Yes. ¿ what was the fluid that leaked? Waste. ¿ what is the source of the leak ¿ waste line or non-waste line? Waste. ¿ was the customer exposed to blood or bodily fluids? No. ¿ was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-7-24 the fse provided the following additional information: was there spray of fluid under pressure? The leak was due to tubing coming off a pump inside the wet-cart. It was not really under pressure but it did ¿pump¿ liquid out of the wet-cart onto the floor.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facscanto ii system w/fluidics cart. The following information was provided by the initial reporter: leak from under the wet cart. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Fluid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) N. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) n. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) unknown. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) unknown. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontaimination, no further questions required.) Unknown. "Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." N. Which part of the body was in contact to the fluid? (Please describe then go to question #9) n/a. What personal protective equipment (ppe) was being worn? (Please describe then go to question #10) n/a. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11) n. Was customer harmed/injured? (If yes, provide details - how and to what extent? Then go to question #12. If no, no further questions required.) N. What is the current medical status? (Please describe. No further questions required.) N. Additionally, on 2020-7-22 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of the leak ¿ waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-7-24 the fse provided the following additional information: was there spray of fluid under pressure? The leak was due to tubing coming off a pump inside the wet-cart. It was not really under pressure but it did ¿pump¿ liquid out of the wet-cart onto the floor.